Event description:
It was reported that the customer's insulin pump alarmed an error while priming. Troubleshooting was performed. The customer's blood glucose reading was 150mg/dl. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.